Event description:
Information was received from an anonymous medwatch reporter regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient underwent a revision procedure in which the patient's leads were replaced with a competitor's leads for an unknown reason.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown: product type lead product ID neu_unknown_lead lot# serial# unknown: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown: product ID: neu_unknown_lead, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.